Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150-160 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer added insulin to the original cartridge and continued using the pump.